Event description:
During the last clinic appointment in 2005, it was seen that the impedance values had risen and that more and more channels had high impedance. The patient's family member had the impression that the patient had very variable impressions of sound.